Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
The consumer reports during a laparoscopic adjustable band implanted, the surgeon filled band with 5 cc. X-ray taken on post op day one showed an obstruction. The fluid was removed from the band. The patient was discharged home in 2009. The patient went to the ER and another x-ray was taken, and no significant findings. The patient was discharged home. Five days later, the patient returned to the hospital. Examination did not reveal significant findings except profuse sweating. The patient was admitted; x-ray was taken showing pockets of fluid around the organs. The patient returned to surgery in the next day to drain the fluid and remove the band. The fluid was allegedly from the tissue barrier used between tissue and band to prevent scar tissue. Drains were placed. Per the surgeon the patient was allergic to the barrier, not the band. The drains overflowed, and the patient was taken back to surgery in the next day for an open procedure. A hole in the stomach was found. It is believed that the hole in the stomach was from a "stitch". It was repaired. The patient was sent to ICU, and placed on ventilator. The patient was discharged approximately two weeks later with a wound guard. At about one month later, the patient had a fourth surgery because the wound was not healing. The patient still has an open wound. Contacted the surgeon to verify the reported information at about one month later. Spoke with nurse practitioner, and she advised that dr. Related to her that he does not feel that any of the patient complications were related to the realize gastric band, and does not wish to speak with ees.